Event description:
It was reported that a black substance was leaking from the pneumatic hose of the maestro drill. There was no pt involvement, there was no reported delay, medical intervention or adverse consequences alleged with this event.

Manufacturer narrative:
Device eval was reported and it was confirmed that the pneumatic hose of the device was degraded.